Event description:
Reporter indicated that lead pin would not insert into the pulse generator receptacle during initial implant surgery. Lead pin was successfully inserted into another pulse generator receptacle and implanted.

Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death or serious injury.